Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 25 closed samples. Tightness test to the samples received has been performed and the units are tight. Knot security control has been conducted with the samples received and results are into the current range for this thread and size. Additionally, we have tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 5.15 kgf in average and 4.49 kgf in minimum and fulfil ep requirements: 2.73 kgf in average and 1.37 kgf in minimum. These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause, as the samples analysed comply with the product specifications. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported: "I was doing a mastectomy and as I was doing the suturing with continuous stitches of the muscularis we began to observe that some stitches were coming apart. At first I thought they could have been cut too short, I repeated the suture again and as I made some loose stitches I observed that the stitches were coming apart before my eyes. So I threw that suture away and started a new one and saw the same thing happening so I switched to a different suture." No further information has been received.